Manufacturer narrative:
Additional information: d10, e1- occupation

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). This event occurred on the australia market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the advanta stent (ous device). It is a significantly similar device to icast stent which is sold in the USA under primary di number: 00650862489590, premarket submission number: p120003. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon of the advanta v12 stent ruptured during deployment. The balloon failure occurred prior to achieving the intended inflation level, with the estimated pressure at the time of rupture being between 8 and 12 atm. The stent and delivery system were successfully retrieved as a single unit from the patient. No patient harm was reported.